Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) with blood glucose of 51 and 65 mg/dl at the time of the incident. The customer experienced symptoms such as nausea and vomiting in part due to a stomach flu. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was still unwell. The customer had a stomach flu at the time of the incident and had been unable to eat for a couple of days. The insulin pump will not be returned for analysis.